Event description:
It was reported that the nibp measurement wrongly displays high blood pressure. It was reported that due to the displayed blood pressure value, a blood pressure decreasing medication was administered, which nearly led to a circulation collapse of the patient. It is unclear why an injury was reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation is completed.